Event description:
Initial report: this non-serious spontaneous case report from (B) (6) was reported by a nurse on (B) (6) 2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local reference (B) (4). This case involves a female patient (age unknown) who received poly-l-lactic acid on an unspecified date. Five days following sculptra treatment, the patient developed a rash on her temples with small spots. The reporter stated that the rash is not itchy. Relevant medical history and concomitant medication information were not mentioned. Action taken/corrective treatment/outcome - unknown. A ptc (pharmaceutical technical complaint) was initiated: local ptc number: (B) (4); global ptc number (B) (4). Reporter's causality assessment: no provided.